Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. After the patient was placed on the autopulse platform, the device failed to perform any compressions as the platform displayed user advisory (ua) 18 (max take-up revolution exceeded). The crew stated that the platform lcd screen was "acting strange" and reverted to the ua18 advisory message. The customer did not provide further details on how the lcd was acting strange. The ems crew switched to manual CPR. The patient's status information was requested, but the customer did not provide a response. After the patient call, the customer replaced the lifeband and tested the autopulse platform, but the ua18 advisory message persisted.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua)18 (max take-up revolution exceeded)" was confirmed based on the archive data review but was not confirmed during functional testing. The autopulse platform passed all tests and performed as intended. The probable root cause of the reported ua18 was either the autopulse platform detected that the patient's chest was too small while sizing the patient (take-up), or the autopulse platform detected no weight present on the platform. The reported complaint that the platform lcd screen was "acting strange" was not confirmed during the visual and functional inspection performed at zoll. There were no issues noted with the lcd screen, and it performed as intended. During visual inspection, several screw bosses were broken on the front and bottom enclosures, unrelated to the reported complaints. These damages could have resulted from mishandling. The damaged enclosures were replaced to address the observed issues. The archive data review showed multiple ua18 advisory messages on the customer's reported event date, confirming the reported complaint. The archive data also showed that the autopulse platform displayed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the same date, unrelated to the reported complaint. Based on the archive data, the load sensing system had intermittently detected a weight or load imbalance between the two load cells which resulted in the occurrences of ua07 and ua18 advisory messages. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position, or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, press restart to clear the ua. The autopulse platform passed the initial functional test without any fault or error. During further testing, a load cell characterization test was performed which confirmed both load cell modules were functioning within the specification. In addition, the autopulse was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) and known-good test batteries until fully discharged. The autopulse platform passed the test without any issues, unable to replicate the customer's reported complaints. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.